Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following an open heart surgical procedure, the right ventricular (rv) epicardial lead exhibited high thresholds. The physician felt the high thresholds were a result of the surgery. The lead was explanted and replaced. During the lead revision procedure, the implantable pulse generator (ipg) was damaged. Therefore the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.